Event description:
Medical staff reporting a rupture and a capsular contracture (baker grade iii) of the left device. Removal and replacement of the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process.no openings observed in the device. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Medical staff reporting a rupture and a capsular contracture (baker grade iii) of the left device. Removal and replacement of the device.